Event description:
It was reported that "when the user attempted to tear the peel-away sheath during use, the tab broke and could not tear. Therefore, the catheter was removed and replaced with a new one to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material were observed on the sheath tabs. Visual inspection revealed that the peel-away sheath tab was broken from the sample. The remaining sheath extrusion was still intact. Microscopic examination confirmed the damage. The total length of the sheath measured 2 3/4", which is within the specification limits of 2 5/8" - 2 7/8" per the sheath product drawing. The sheath outer diameter measured 0.0795", which is within the specification limits or 0.076" - 0.081" per the sheath extrusion product drawing. The inner diameter at the distal tip measured 0.060", which is within the specification limits of 0.060" - 0.061" per the sheath product drawing. A device history record review was performed and one relevant finding was identified. A non-conformance was initiated for batch 34c25b0267 regarding 'peel-away sheath tears incorrectly'. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The report of a broken peel away sheath tab was confirmed through investigation of the returned sample. Visual analysis revealed that the sheath tab had separated. The returned sample passed all relevant dimensional requirements. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when the user attempted to tear the peel-away sheath during use, the tab broke and could not tear. Therefore, the catheter was removed and replaced with a new one to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn(B)(4).